Event description:
The reporter indicated that a pt with cerebral palsy and some mild developmental delay experienced, post implant, an "immediate onset of hoarseness with cough" that was initially believed to have contributred to the development of "a pneumonia that may have been aspiration pneumonia". The pt did not have any difficulty with solids or liquid aspiration or dysphagia; however, the pt would experience coughing with attempted speech. In f/u, the pt's neurologist indicated that the pneumonia was secondary to a nosocomial infection and that the pt is doing well now.